Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive cause for the reportable malfunction could not established. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject exhibited foreign black ring found in the channel. There was no patient involvement.